Event description:
Complainant alleged that while attempting to defibrillate a patient, during cardiac arrest, the unit displayed a "defib fault 195" message. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will providing a follow-up report when our investigation is completed.